Event description:
On 08/nov/2023 this peritoneal dialysis (pd) patient contacted fresenius technical support for assistance with draining while performing pd utilizing the liberty select cycler. The patient used a stat drain. During a follow-up response received from the pd clinic, it was reported that the patient did not complete treatment and was hospitalized due to shortness of breath. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient initially was not able to drain on (B)(6) 2023 and contacted technical support with a resolution after a stat drain. The patient fell back to sleep and continued with the treatment. The patient awoke to not draining again. The patient was feeling short of breath and called 911. The treatment was discontinued. The patient was transported via emergency medical services (ems) where he was admitted for a blot clot (location unknown). The patient was given clot busting medication (route, drug, dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2023. The patient continues to encounter drain issues during ccpd, however; is able to drain manually. The shortness of breath was caused by the blood clot. The blood clot was unrelated to use of the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient contacted fresenius technical support for assistance with draining while performing pd utilizing the liberty select cycler. The patient used a stat drain. During a follow-up response received from the pd clinic, it was reported that the patient did not complete treatment and was hospitalized due to shortness of breath. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient initially was not able to drain on (B)(6) 2023 and contacted technical support with a resolution after a stat drain. The patient fell back to sleep and continued with the treatment. The patient awoke to not draining again. The patient was feeling short of breath and called 911. The treatment was discontinued. The patient was transported via emergency medical services (ems) where he was admitted for a blot clot (location unknown). The patient was given clot busting medication (route, drug, dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2023. The patient continues to encounter drain issues during ccpd, however; is able to drain manually. The shortness of breath was caused by the blood clot. The blood clot was unrelated to use of the liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.